Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. The customer¿s blood glucose level was 127 mg/dl. Additionally, customer experienced resistance while filling a cartridge. Reportedly, customer loaded a new cartridge successfully.